Event description:
Resident was in whirlpool chair and tub. After resident's bath, the nursing assistant raised the lift chair over the tub. The resident slid out of the chair onto the floor as the support belt on the lift chair broke. Resident fell approximately 4 feet to the floor.